Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was performed. The eval confirmed and reproduce the reported symptom system error 322 cause by loose screws in the upper auxiliary assembly. The upper and lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt involvement.